Event description:
It was reported that this right ventricular (rv) lead was presenting high thresholds as a consequence of a lead dislodgement. Lead was repositioned. No adverse patient effect were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds measurements as a consequence of a lead dislodgement. Lead was repositioned. No adverse patient effect were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes (1), added the f1904 and the f08 codes